Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). Preliminary evaluation has confirmed customer complaint of missing segment.

Event description:
It was reported that the device was missing a segment in the display. There is no report of patient harm and there is no report of serious injury or death associated with this event.